Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly and lidstock for evaluation. Signs of use in the form of biological material were found on the swg assembly. No needle was returned for evaluation. Visual inspection of the swg reveal that the j-bend was misshapen. Microscopic examination confirmed the distal and proximal welds were present and spherical. The bend in the guide wire body measured 670-675 mm , from the proximal end. The total length of the swg measured 685 mm, which is within specifications of 679-687 mm. The outer diameter of the swg measured 0.799 mm, which is within specifications of 0.788-8.26 mm. The swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned swg was able to pass through a lab inventory needle and ars with no issues. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed and one finding was identified. A non-conformance was initiated for the issue of needle bent for batch: (B)(6). It cannot be confirmed if the defect is related to this finding as the needle was not returned for evaluation. The complaint of swg/needle resistance was not able to be confirmed through a complaint investigation of the returned sample because the needle was not returned. The returned swg was found to have a misshaped j-bend. Despite the damage, the swg was able to pass all relevant dimensional and functional testing. Based on the sample returned, a root cause could not be determined without the needle returned. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as "the guide wire was unable to insert neck and groin." It was reported there was resistance with the needle when introducing the wire. There was no patient harm. A new device was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "the guide wire was unable to insert neck and groin." It was reported there was resistance with the needle when introducing the wire. There was no patient harm. A new device was obtained for use.